Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during right mca ais procedure, resistance encountered when advancing guidewire(subject device) in microcatheter. When the distal tip of the guidewire(subject device) came out of the tip end of the microcatheter, it super selected the blood vessel. In this process, the guidewire(subject device) couldn't be rotated and advanced. The operator then withdrew the guidewire(subject device) and found it fractured at distal end(not completely separated to two parts) . Guidewire(subject device) was removed from patient¿s anatomy by withdrawing the microcatheter out together. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during right mca ais procedure, resistance encountered when advancing guidewire(subject device) in microcatheter. When the distal tip of the guidewire(subject device) came out of the tip end of the microcatheter, it super selected the blood vessel. In this process, the guidewire(subject device) couldn't be rotated and advanced. The operator then withdrew the guidewire(subject device) and found it fractured at distal end(not completely separated to two parts) . Guidewire(subject device) was removed from patient¿s anatomy by withdrawing the microcatheter out together. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, it was found that an attempt had been made to shape the guidewire tip. The guidewire was returned broken in 2 segments (7.6cm distal segment and 194.6cm proximal segment). In the proximal segment, the nitinol tubing was returned broken with the core wire exposed and platinum wire was stretched. In the distal segment, the nitinol tubing was returned broken, with the core wire exposed, platinum wire was stretched. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. A functional inspection could not be confirmed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The patients anatomy was moderately tortuous. During the procedure the operator encountered resistance in the microcatheter and could not rotate the guidewire, when the guidewire was withdrawn it was noted that it was broken/fractured. During analysis, the guidewire was noted to be broken/fractured with core wire exposed. The core wire was exposed may indicate the device fractured during the manipulation inside the patient¿s moderately tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported/as analyzed ¿guidewire distal tip broken/fractured during use¿ and the as reported 'guidewire difficult to advance' as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.